Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was implanted in the patient and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies vessel occlusion and vessel stenosis or thrombosis as potential complications associated with use of the device.

Event description:
It was reported that treatment with the fred was performed for an internal carotid artery (ica) aneurysm. After deployment of the fred, the stent thrombosed and the ica became occluded. Ozagrel and effient was administered to the patient, which resolved the thrombus and restored blood flow. There was no clinical sequela.